Manufacturer narrative:
Investigation outcome: the intellicuff integrated in c6 (sn (B)(6)) was reported to generate a ¿cuff leak¿ alarm during use. Patient involvement was reported, and medical intervention was required, however, no consequences were reported. As correction, the intellicuff kit (pn (B)(6)) was replaced, after which normal functionality was restored and the issue resolved. No further complaints have been reported following replacement, and the issue is considered closed based on available information

Event description:
The following was reported to hamilton medical ag: during usage, the device alert for a cuff leak. By checking the intellicuff device it was noticed that with a set pressure of 25hpa, the pressure didn¿t raise above 17hpa. There is need for medical intervention reported. The defect intellicuff device got exchanged. The issue did not result in any patient harm. Worst case low cuff pressure may be experienced as irritant for the patient. Also infected body fluids may enter the lungs and then a special pathogen treatment (e.g. H1n1, mrsa, mrgn) may be needed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.